Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support after receiving an occlusion alarm. The patient stated that blood glucose levels were not affected, as the alert had just occurred, and reported a blood glucose value of 170 mg/dl. The patient was advised to change out all infusion supplies; however, due to being at work, the patient indicated that only the infusion set could be changed at that time. The patient was advised to proceed with changing the infusion set and to continue monitoring both device alerts and blood glucose levels. The patient acknowledged understanding and stated that support would be contacted again if any issues arose. The patient reported no use of back-up therapy, no ketone testing, no recent steroid use, and no professional medical intervention or additional assistance. No immediate health effects were reported. The patient confirmed that insulin delivery was not suspended and that proper loading and infusion set steps were followed. The patient reported using an inset infusion set with a 23-inch tubing length and a 6 mm cannula. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.